Manufacturer narrative:
Block b3 has been updated with additional information received on february 12, 2026. The device is not expected to be returned. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the console was unable to recognize the catheter. This is being reported for cancellation of the procedure. During a cryoablation procedure, a smartfreeze cryo console was selected for use to treat atrial fibrillation. The cryoballoon catheter, tubing, and electrical cables were connected to the console; however, after the connections were made, all symbols (coaxial and electrical) on the console appeared red, and the system did not recognize the catheter. A reset and grounding procedure was performed, the cables were reconnected, and all connections were rechecked, but the problem persisted. Subsequently, the catheter was replaced, and the entire procedure was repeated, but the console was still unable to recognize the catheter. Consequently, the procedure was cancelled with the patient being sedated and administered with dormicum. There were no patient complications reported as a result of this event. It is unknown whether the device will be returned for analysis.

Manufacturer narrative:
The device is not expected to be returned. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the console was unable to recognize the catheter. This is being reported for cancellation of the procedure. During a cryoablation procedure, a smartfreeze cryo console was selected for use to treat atrial fibrillation. The cryoballoon catheter, tubing, and electrical cables were connected to the console; however, after the connections were made, all symbols (coaxial and electrical) on the console appeared red, and the system did not recognize the catheter. A reset and grounding procedure was performed, the cables were reconnected, and all connections were rechecked, but the problem persisted. Subsequently, the catheter was replaced, and the entire procedure was repeated, but the console was still unable to recognize the catheter. Consequently, the procedure was cancelled with the patient being sedated and administered with dormicum. There were no patient complications reported as a result of this event. It is unknown whether the device will be returned for analysis.